Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of fluid retention with hospitalization for pulmonary edema and subsequent transition to hd. The patient was having difficulty draining which resulted in fluid retention and pulmonary edema. The cause of the drain complications is unknown, however, the transition to hd suggests a mechanical issue with the pd catheter or a physiological issue with the patient. Malfunction of the pd catheter is one of the most common complications of pd therapy. It occurs in up to 20% of patients often necessitating a transfer to hd. There is no allegation of a liberty select cycler malfunction or deficiency resulting in the hospitalization and transition to hd. Fluid overload can manifest as generalized edema, or pulmonary edema and can reflect a combination of noncompliance, mechanical problems, and peritoneal dialysis among other factors. Based on the available information and no evidence or allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization for fluid retention with pulmonary edema leading to transition to hd therapy.

Event description:
It was reported that a peritoneal dialysis (pd) was hospitalized on (B)(6) 2021 due to retaining too much fluid. The patient reportedly had fluid in their lungs. Attempts to obtain additional information from the patient¿s peritoneal dialysis registered nurse (pdrn) were unsuccessful. A contact of the pd patient provided additional information related to the hospitalization. The patient began experiencing drain complications on (B)(6)2021 during pd therapy utilizing the liberty select cycler. The contact sent a message to the patient's pdrn. No response was received and on (B)(6) 2021 the patient once again had difficulty draining during treatment. On (B)(6) 2021, the patient was experiencing chest pain, tingling in the arm and hand, and difficulty breathing. Suspecting a possible cardiovascular event, the patient's contact transported the patient to the hospital. The patient was admitted and found to have pulmonary edema from retaining fluid. It was determined that the patient required a transition to hemodialysis (hd) and the patient was given a central venous catheter. The plan is for the patient to continue on hd for approximately 2 months and then attempt to return to pd therapy. The cause of the patient¿s difficulty draining and fluid retention was not found based on the report from the patient¿s contact. The patient was hospitalized for two nights and discharged to home. No further information was provided.